Manufacturer narrative:
Additional information including lot/serial numbers and images have been requested.

Event description:
On (B)(6) 2006, this patient was implanted with gore excluder aaa endoprosthesis to treat an 8cm abdominal aortic aneurysm. Lot/serial number is not known at this time. A type ii endoleak was noted after implant and monitored. Follow up examination in 2008 revealed aneurysm sac diameter of 8.4cm and a type ii endoleak. Follow up examination on (B)(6) 2011 revealed aneurysm sac diameter of 10cm x 9.2cm. No endoleak was noted at this time. Follow up duplex imaging on or about (B)(6) 2011 suggests a possible type iii endoleak. The aneurysm sac has increased by 3cm since original implant.